Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that six months post implant, the pulse generator battery voltage was 2.52 v. After one year of implant, the pulse generator could not be interrogated and exhibited no output. The patient experience d syncope, a heart rate of 40 beats per minute and was taken to the hospital in an ambulance. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found that the capacitor exhibited high current leakage. After the capacitor was replaced, normal function ensued.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed cardiac chest pain. The details of the target lesion have not been provided. The physician successfully implanted a 2.75x38mm taxus liberte stent in the target lesion. The patient was discharged 3 days later on protocol doses of aspirin and prasugrel. Seventy-one days after the index procedure the patient developed cardiac chest pain and a target vessel reintervention was performed. No additional information has been provided.